Manufacturer narrative:
Occupation ni equals lay user/patient. The event occurred in (B)(6).

Event description:
The customer complained of a questionable inr result from a coaguchek xs meter serial number (B)(4) compared to the laboratory method of "chronometric plasma." The result from the meter was 5.4 inr and the laboratory result was 3.68 inr. The customer also mentioned receiving the same meter and laboratory results a previous time but the specific details were not provided. The customer's therapeutic range is 3.5 ¿ 4.5 inr. The customer was advised not to take warfarin on the basis of the laboratory result of 4.2 inr. There was no allegation of an adverse event. The customer's meter and test strip were requested for return. Replacement products have been sent. The related retention test strips were tested in comparison to masterlot #286321-80 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. The corresponding retention material complies with the specification, based on requirements of the regularly retention testing process of the qc department. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.